Manufacturer narrative:
(B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the stated issue. The wiring harness from the anesthesia control board (acb) to the display unit (du) was replaced.

Event description:
The hospital reported that, the error message "system malfunction. Internal problem prevents normal operation" displayed on screen after power on. There was no reported patient involvement.